Event description:
Customer reported an advantage system blood glucose result of 400 mg/dl and a lab result of 115 mg/dl within 10 minutes. Customer was using wrong code key with strips, was advised that manufacturer's labeling, advises to always assure the code key matches the code displayed before testing. Customer reported no symptoms, did not treat or act on results. No adverse event reported. A request was made for the return of the system, replacement was sent.